Event description:
Information regarding this event was received by the manufacturer via legal documentation wherein the consumer is seeking approval of state medical aid for an injury that occurred during or as a result of his occupation conducting a smoke study. As the consumer was not making a claim of fault or failure of the device itself, but rather the actual or potential occupational hazard, limited information has been made available regarding the device involved. During the period of (B)(6) 2022, while performing tasks related to this occupation in the smoke study, the consumer was exposed for extended periods to an environment where vaporized glycerin is emitted for airflow visualization in ensuring intact sterile barriers of other medical devices. It is identified in the documentation that the consumer was wearing biofinity soft corrective contact lenses, manufactured by coopervision, while performing this work and that the consumer did not use eye protection, such as safety googles. On (B)(6) the consumer removed their contacts in the evening and woke the next morning with eye pain. The consumer sought medical assistance on (B)(6) and was diagnosed with a corneal abrasion. On (B)(6) 2022 the consumer was further diagnosed as bacterial keratitis and a central corneal ulcer of the right eye. This event is being reported in an abundance of caution due to the potential for serious injury and/or the necessity of medication or medical intervention to prevent or preclude such occurrence related to the diagnosis of a central infectious corneal ulcer (bacterial keratitis).

Manufacturer narrative:
As in the documentation received, the consumer was not making a claim of fault or failure of the device itself, but rather the actual or potential occupational hazard, limited information has been made available regarding the device involved. No additional device details or identifiers, include the device lot number, have been reported for manufacturer investigation and no device sample has been returned to the manufacturer for analysis. No manufacturers investigation can be completed. While it is noted that the consumer did not follow the instructions for use received with the device, i.e. Exposure to a poor environment without protective eyewear, it is unclear from the details provided if normal or prolonged use of soft contact lenses, or user error (smoke exposure during contact lens use without proper eye protection), or both, may have caused or contributed to the event.